Manufacturer narrative:
The device was returned and failure analysis performed. Examination of the returned device revealed the device body fractured at the heel axle holes and the actuator cable was broken. The latchwire was observed to be kinked in multiple locations. A review of the device history record was performed for this lot an no nonconforming material reports have been initiated that are related to this failure mode. The instructions for use (IFU) was reviewed. Per the precautions noted in the IFU, "avoid excessive rotation, bending or kinking of the axera access device during insertion and removal as this may cause damage or affect the performance of the device...." Also, per step 5 (deploying the axera access device), "avoid excessive twisting or rotation of the axera access device during insertion, as this may cause device damage or affect device performance." The IFU provides the appropriate instructions on device usage, warnings and precautions; no update is required. Based on the review completed, there is no evidence to suggest the device was out of specification. The probable root cause, based on available info, is the reported torquing and manipulating of the device during insertion resulting in the device fracture.

Event description:
This was a diagnostic coronary case through the left groin. Scarring and significant calcification were observed, but no tortuosity. The procedure proceeded as planned until device insertion. During insertion, slight blood mark was observed. The physician continued with the case. Following pull back of the device and advancement of the integrated micropuncture needle, no blood was observed. Multiple attempts to insert the device were made without success. During last attempt, as the device was pulled back, it fractured 1mm beyond the integrated needle opening. Excessive force was not noted, but the device was torqued and manipulated during attempts to insert the device. The latchwire with the distal end of the fractured device were retrieved with hemostats following a scalpel incision at the puncture site. A second arstasis device was used without success. The device could not be inserted and the case was converted to standard access. An angio-seal device was used to achieve hemostasis. The pt was discharged the next day and recovered without further sequelae.